Event description:
It was reported that a malfunction code appeared on the customer's device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the device, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report any future issues if the malfunction code appears again.